Manufacturer narrative:
Batch review performed on 27 november 2018; lot 180398: (B)(4) items manufactured and released on 10 april 2018. Expiration date: 2023-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed due to signs of infection 1 month after primary, the pathogen is unknown. The surgeon performed an I&d and poly swap.